Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to pump power elevations. The patient was asymptomatic. Argatroban was started, and the pump parameters returned to within normal ranges. It was reported that the patent was in stable condition and would be discharged home on a later, unspecified date. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing. The severed portion of the driveline was not returned. Examination of the pump upon disassembly revealed a strongly adhered, brown, tissue growth situated on the proximal opening of the inlet tube. The identified tissue was consistent with the submitted photo of the inlet tube. The tissue growth appeared to have developed in this area. However, a specific cause for its development could not be determined, and it did not appear to be obstructing the blood flow path through the inflow conduit. Upon removal of the observed tissue, the device was cleaned. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Visual and microscopic examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the submitted log files confirmed the reported power fluctuations. A correlation between the returned device and the pump power fluctuation and elevation in lactate dehydrogenase level could not be conclusively determined. Although lining was confirmed in the inlet tube, the tissue did not appear to be obstructing the blood flow path and would not have affected pump function. No depositions were confirmed inside the pump. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that pump power and estimated pump flow fluctuations occurred and the patient was re-admitted to the hospital on (B)(6) 2017. The cause was unknown but the patient was reportedly stable. Pump power fluctuations continued and the patient's lactate dehydrogenase level increased. The pump was subsequently exchanged on (B)(6) 2017. It was reported that during pump explantation, a tissue formation was observed on the inflow cannula. No additional information was provided.